Event description:
The MFR received info alleging a ventilator fails to charge its internal battery. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery will be replaced to address the issue. Conclusions: the device was evaluated but not yet repaired.